Event description:
New information on 10/10/2017 stated that the patient was stable throughout the whole procedure.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted.

Manufacturer narrative:
The reported event of oversensing and battery performance alert was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
This supplemental report is to correct the initial MDR reported date of event, which should be (B)(6) 2015. Event description was corrected about the explant reason is due to non-sustained right ventricular oversensing episodes, not the battery performance alert. (B)(4).

Event description:
New information on (B)(6) 2017 stated that the implantable cardioverter defibrillator was explanted due to the non-sustained right ventricular oversensing episodes.